Event description:
A customer contacted baxter technical service center regarding a system error 2240 during dwell cycle while using the home choice system. The home patient (hp) got the alarm the previous night and disconnected and discarded all supplies. The following morning, the hp called the nurse, who advised to always call baxter technical service center with any alarms or errors. A follow up call to the patient revealed that there was a hole in the cassette membrane. Hp stated that there was no injury or medical intervention associated with this incident and that the patient has been continuing with therapy as usual.

Manufacturer narrative:
.